Event description:
Manufacturer: bd product: insyte autoguard shielded IV catheter. Mountain home lot numbers: 3320957, 4059384, 4010709, 4004944. After successfully cannulating a patients vein and retracting the needle, blood splatters back onto patients and staff. No patient harm has occurred. Packaging from devices were provided to manufacturer representative for further evaluation. The issue was escalated to the va national center for patient safety and this report is being completed based upon guidance contained within the vha patient safety notice n24-014 addendum published on october 4, 2023. Reference reports: mw5155632, mw5155634, mw5155635.